Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The finished good lot number was not provided; however, the lot number of the assembly was provided and the device history record (DHR) was reviewed indicating that there was no quality issues associated with this issue and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The instructions for use states: do not use a sharp clamp or instrument to handle the catheter as a minor cut could tear or break the catheter. Do not stretch catheter. Too much tension could tear the catheter. The event description states that the device functioned as intended for about 53 days; therefore, more likely the device was damaged during that time. This issue has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered misuse (the leak could be caused due to over bending, excessive force or a sharp object). However without the sample, this cannot be confirmed. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing facility. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports a leak just below the butterfly where the catheter is joined. Alcohol + pvp was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The PICC was secured with biopatch. The PICC was inserted on (B)(6) 2014 in the right ac. Each line was flushed on a regular basis using a 10cc syringe. Chg/alcohol (hub only) was (B)(6) 2014 and replaced with another PICC. The status of the patient is good.